Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their synchron lx20 pro clinical system gave erroneously low sodium (na) and chloride (cl) results for nine patient samples. The erroneous results were reported out of the lab. It is unknown if there have been any changes to patient treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that patient samples are drawn in plastic serum separator tubes. The lab operates from 0730 to 1630 each day. The ion selective electrode (ise) system is calibrated once each morning. Quality control (qc) samples are run with the calibration. For the month of (B)(6), qc results have been within the lab's established ranges. Physician notified the lab that na and cl results were running low. Samples have been repeated but no amended reports have been issued. This is report 4 of 9 medwatch reports filed for this event for patient 4 of 9 patients.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and rebuilt the ratio pump. The fse also replaced the na and cl electrodes and the cl tip and cleaned debris from the flow cell. A clear root cause was not identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 4 of 9 reported by this customer. This MDR is related to the following mdrs that have been reported. : 2050012-2011-06251, 2050012-2011-06252, 2050012-2011-06253, 2050012-2011-06255, 2050012-2011-06256, 2050012-2011-06257, 2050012-2011-06258, 2050012-2011-06259.